Event description:
It was reported that a motor device had an "e2 error". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the system gave an e2 error message. Therefore, the reported condition was confirmed. This was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.